Event description:
It was reported that during pulse generator change out, the ventricular capture threshold was 3.5 v, 0.4 ms in the unipolar configuration and 5.5 v, 0.4 ms in bipolar. The right ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.